Event description:
It was reported that a female patient underwent breast surgery with 370cc mentor memorygel xtra breast implant on both sides and experienced breast implant rupture on her left side postoperatively. As a result, the patient underwent left side replacement surgery with catalog number smpx370; serial number (B)(6) on (B)(6) 2021. On june 3, 2024, mentor became aware that the patient experienced left side hematoma, and right side deformity and disfigurement, and surgical intervention was performed on the right side and device was re-inserted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right side device. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received, patient underwent an explantation of breast implant and re-implantation of implant on (B)(6) 2021. On june 27, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Per mentor instructions for use (IFU), these devices are for single use only and should not be re-implanted. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Therefore, these devices were used in an off-label manner. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).